Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that both balloons had a hole and could not be inflated. Additionally, the black sleeves of the devices detached inside the patient and were retrieved with a grasper device. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noted that the rx tunnel of the device was detached and was not returned. Under high magnification it was found that the balloon had a hole. Dry contrast was also found inside the balloon. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that both balloons had a hole and could not be inflated. Additionally, the black sleeves of the devices detached inside the patient and were retrieved with a grasper device. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications as a result of this event.